Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope label was found peeling. Upon inspection and testing of the customer returned device, image disappearance during angulation due to faulty image sensor cable was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, air/water leakage from the insertion tube/bending section due to cut or scratch, cracked or damaged to control section including the switch, scope connector label peeling off, bending manipulation and insertion tube defects (angulation lock does not work), adhesive on distal end or bending section chipped or peeling off, and image disappearance during angulation due to faulty image sensor cable. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.